Event description:
During a routine follow-up interrogation, the device would not interrogate. The device was providing pacing therapy at the programmed rate but did not have any magnet response. Therefore, the ICD was explanted.

Event description:
During a routine follow-up interrogation, the device would not interrogate. The device was providing pacing therapy at the programmed rate but did not have any magnet response. Therefore, the ICD was explanted.

Manufacturer narrative:
The analysis on this device is pending. Battery.(B) (4)

Manufacturer narrative:
The analysis on this device is pending.